Event description:
Reference number(B)(4). Event occurred in serbia. This emder is being submitted for unknown number quantity. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) event caused by ten infusion sets bent cannula on (B)(6) 2025. Blood glucose level was over 30 mmol/l at the time of the event and patient got treated with infusion. The duration of hospitalization was for 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. E1: patient city: (B)(6). Patient country: serbia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12464. Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4, and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation result: eqms search: a query was run in the eqms on 20-jan-2026 against "lot number 6009862 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use and idd-pmc05.47 soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6009862 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 20-jan-2026 against "lot number" criteria equal 6009862 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use and soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6009862 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. The count of complaint is 7. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6009862 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12, on 25-oct-2024, with a total of (B)(4) units assembly: the lot 4k03316 was assembled according to wi version 27 on-line inspection for assembly of quick set on 25-oct-2024, with a total of (B)(4) units. The lot 4k03317 was assembled according to wi version 27 on-line inspection for assembly of quick set on 25-oct-2024, with a total of (B)(4) units. The DHR review indicated that non-conformance (nc) related to sterilization parametric and is not associated to reported issue on this complaint. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 7 more complaints exist for the same lot and similar malfunction(s). Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). CAPA determination - conclusion: based on the investigation, more than three similar complaints related to the same lot were identified, triggering a CAPA determination assessment. After completing the investigation and statistical review, the issue was deemed to be within accepted limits. No further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).

Event description:
To date no additional patient or event details have been received.